Manufacturer narrative:
The reported event of inappropriate capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurements, visual and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited inappropriate capture in the atrium while pacing. The lv lead was suspected to be dislodged. During revision procedure, cehst x-ray and fluoroscopy were performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced. Patient condition was stable.